Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 months post tav in sav, the patient has had increasing dyspnea and elevated aortic valve gradients. The patient was brought back to cath lab for bioprosthetic valve fracture (bvf) of existing 23mm sapien 3 ultra resilia (s3ur) valve in 21 magna with 23 true balloon. The bvf was successfully done and no ai or significant gradient post bvf. The patient was stable and transferred out of cath lab. There was no need for additional s3ur valve implant.